Event description:
The sonicision had been used for an hour and a half when the first battery alarmed that it was going dead. Three more batteries were opened but each one alarmed that they were also dead. The doctor tried to use the device on tissue when the immobile jaw fell off inside the patient. The doctor removed the jaw piece and the device was sent for processing. Lot #72430276x.